Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator exchange where it was discovered that the right atrial lead had noise seen on the electrograms. The physician noted that this has been a chronic issue over time. There were no adverse effects due to the noise and the patient was in stable condition. The patient would continue to be monitored.